Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the programming head is severely cracked. When placing the programming head on a pacemaker, the leds were green. Nevertheless, the pacemaker interrogation could not be performed. Proper device interrogation could be performed with another programming head.